Event description:
It was reported the patient's device pocket area was hot. The patient had fallen three times. It was also reported the patient had to change the device more than expected. Impedance values were normal. Additional information received indicated the patient originally complained of only being able to charge the device to "half" and that she was experiencing burning at the ins site. The patient was seen and the recharger checked which appeared to be working fine. The history files indicated the patient was not letting it charge for a long enough period of time. Impedance values were checked on the leads. All of the contacts were within normal limits. The case was discussed with the physician. One possibility was thought to be a fluid short. The patient decided that she did not wish to have a surgery to investigate further at this time.

Manufacturer narrative:
(B) (4).